Manufacturer narrative:
There were 2 lots that were reported in this complaint (B)(4). Lot cf1022206 is not a valid lot number. Complaint records were reviewed for lot d020235 and no other complaints for leaks have been received in this lot. The actual device has been received and is currently being evaluated. A f/u will be submitted upon completion.

Event description:
The pt noticed that the administration set was leaking from the tube that runs from the bag to the pump. No injury was reported.